Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated, and the device defect was reproduced. The following was observed during the inspection: 1. Acoustic lens delamination . 2. Ultrasonic probe surface insulation failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. This supplemental report includes a correction to d5 and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident occurred during an unspecified diagnostic procedure. Although no further event details were provided, it was confirmed that the procedure was completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrovideoscope exhibited a peeled acoustic lens. Insulation resistance did not meet the standard value. There were no reports of patient involvement.